Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that during surgery after the insert trial reduction just before washing the wound small debris was identified into the soft tissue. Allegedly, the debris was easy to identify with the color code of the trial.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. The returned device was in like new condition. Careful examination found no damage to the returned device inspection of an image provided by the reporting site noted a small black particle, which is potentially the reported debris as the reported device is manufactured from black material. The source of the potential debris cannot be confirmed as the returned device was undamaged. A review of medical records was not performed as none were provided as the failure was not related to patient factors. Product surveillance will continue to monitor for trends. The reported event regarding debris found during trial reduction involving a scorpio nrg tibial insert trial was not confirmed.

Event description:
It was reported that during surgery after the insert trial reduction just before washing the wound small debris was identified into the soft tissue. Allegedly, the debris was easy to identify with the color code of the trial.